Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2016. The device exhibits signs of significant use and wear. A medical investigation was conducted and this case reports that while impacting the femur, a part of the cr impactor bumper broke and flew off, hitting the floor. Per email communication, there was no patient injury or delay, and the procedure was modified, using a femoral trial impactor. Since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while impacting the femur, a part of the cr bumper broke off flying through the air and hit the floor. There was no patient injury and no delay in the case. A change in surgical technique was reported, because a femoral trial impactor had to be used to finish impacting the femur. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.